Event description:
The customer reported that he went swimming with his insulin pump on and the device was not functioning. The customer also reported that the insulin pump had a blank display and water in the reservoir compartment was noticed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.